Event description:
Adverse event(s): "no pt involvement reported" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system message would not clear. The system was switched out to proceed with the cases. There was a 10 minute delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The solenoid spacers were replaced. The system was then tested and met all product specifications. The solenoid spacers have been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).